Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported via phone call that the up arrow button on the insulin pump was sometimes unresponsive. It was hard to enter a bolus. The customer tried to keep his blood glucose level below 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.